Event description:
See initial report.

Manufacturer narrative:
H.10: through follow up communication, livanova retrieved laboratory report stating that the device resulted to be contaminated with mycobacterium chimaera. Through further follow-up communication livanova learned that the device was cleaned and maintained regularly per the instruction for use and that it was placed outside the operating theater during use. A deep disinfection will be carried out to solve the reported issue. No additional information is currently available on this specific case and the root cause could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Reportedly, the customer is fulfilling all manufacturer requirements and the device is placed outside the operating theater during use. The customer stated that as a new measure, disinfection was carried out. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received report (B)(4) from (B)(4) that a heater-cooler system 3t device was found to be contaminated with acid-resistant bacilli (samples taken on (B)(6) 2021). There is no known patient involvement.